Event description:
A physician reported that during cataract surgery, a system message displayed and would not clear. At this time, pt impact is unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).